Event description:
Customer reports, that due to a delay in the delivery of a new freestyle freedom kit, she experienced symptoms of dizziness and had headaches. She states, she was seen at a local hospital and treated with "glucose tablets and an IV". There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
A replacement product has been sent to customer, and the customer reports receiving the new meter which is working well.